Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the ez35w was clamped across the broad and round ligament. The white handle was difficult to close, and upon firing the black handle, around ligament. The white handle was difficult to close, and upon firing the black handle, a loud cracking noise was heard. The jaws locked on tissue and were forced open. The device partially fired and cut. This occurred on the fifth firing. A second ez35w was introduced to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6; evaluation code #400(other): firing mechanism damaged. Results of evaluation: conclusion: based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: the pinion gear has been modified by a material change from plastic to metal. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.